Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were experiencing issues with an unspecified board. Further information was provided that it was actually a power supply failure. There was no adverse patient impact reported.